Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system. During device preparation, the navitor was loaded into the flexnav without issue. The flexnav was inserted into the patient through a 14f non-abbott sheath. On fluoroscopy, it was observed that as the system was progressing through the femoral artery, a "radio-lucent fragment" on the exterior of the flexnav at the marker band area was observed. The flexnav was removed and "wedged in the capsule of the flexnav was a tiny piece of plastic." "Flexnav radiopaque was closed tight to the capsule and had to be released a little to remove the plastic fragment." No damage to the capsule or radiopaque tip was observed and the procedure was commenced with the same system. The navitor was deployed and successfully implanted. Upon removal of the non-abbott sheath from the patient, it was noted that "part of the tip of the sheath was missing which matched the fragment that was removed from the patient." The patient remained hemodynamically stable throughout the procedure and had no signs of injury post-implant. The patient was reported to be recovering.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system. During device preparation, the navitor was loaded into the flexnav without issue. The flexnav was inserted into the patient through a 14f non-abbott sheath. On fluoroscopy, it was observed that as the system was progressing through the femoral artery, a "radio-lucent fragment" on the exterior of the flexnav at the marker band area was observed. The flexnav was removed and "wedged in the capsule of the flexnav was a tiny piece of plastic." "Flexnav radiopaque was closed tight to the capsule and had to be released a little to remove the plastic fragment." No damage to the capsule or radiopaque tip was observed and the procedure was commenced with the same system. The navitor was deployed and successfully implanted. Upon removal of the non-abbott sheath from the patient, it was noted that "part of the tip of the sheath was missing which matched the fragment that was removed from the patient." The user is unsure what caused the non-abbott sheath to fracture. However, the user does not allege that the flexnav caused the damage to the non-abbott sheath. The patient remained hemodynamically stable throughout the procedure and had no signs of injury post-implant. The patient was reported to be recovering.

Manufacturer narrative:
It was reported that the flexnav was inserted into the patient through a 14f non-abbott sheath and a "radio-lucent fragment" on the exterior of the flexnav at the marker band area was observed. It was also reported that upon removal of the non-abbott sheath from the patient "part of the tip of the sheath was missing which matched the fragment that was removed from the patient." A returned device assessment could not be performed as the device was not returned for analysis. No damage to the capsule or radiopaque tip was reported. Based on the information received, the cause of the reported incident could not be determined. The user does not allege that the flexnav caused the damage to the non-abbott sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.